Manufacturer narrative:
.

Event description:
It was reported that the pt had a lack of therapeutic effect. There was a kink in the catheter. The pump and catheter were replaced. The pt was set to 1mg/day at 10 mg/ml of dilaudid following the prime. See manufacturer's report # 2182207200908077 for details regarding an overdose that occurred on the day of the device replacement.